Manufacturer narrative:
The subject device will not be returned because it was likely to be a defect caused by the combination product endoeye flex deflectable videoscope. The legal manufacturer performed an investigation. The DHR review could not be performed as no lot number was reported and there was no device return to inspect for a lot number. If the lot number becomes available at a later date, the DHR shall be reviewed. The event of the image blackout may be attributed to the scope endoeye flex deflectable videoscope. However, the cause could not be determined such as the scope endoeye flex deflectable videoscope was defective or not. The screen blacked out during the procedure. The problem was solved by replacing the scope (endoeye flex deflectable videoscope) with the a different scope. The visera elite ii video system center was not replaced. There was no additional information that the visera elite ii video system center had malfunctions. The facility determined that the event was attributed to the endoeye flex deflectable videoscope (serial number unknown.)

Event description:
The distributor reported on behalf of the customer, during a therapeutic procedure, the screen blacked-out when the endoeye flex deflectable videoscope was connected to the visera elite ii video system center. The intended procedure was completed with another device. No patient harm reported. The device had been inspected prior to use. No abnormality was found. There was an impression that the frequency of blackout of images at the facility was high and there was uncertainty whether the cause was damage to the charge-coupled device due to sterilization conditions. This complaint is related to patient (B)(6) (endoeye flex deflectable videoscope, ltf-s190-10).